Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a hair in the packaging was confirmed; however, the origin of the hair could not be determined with certainty as the returned unit package had been opened. One 20g nexiva device was received in open unit packaging. A light-colored strand, which was consistent with hair, was observed between the open top web and bottom web. A portion of the hair strand was outside the packaging. As the device was received in open unit packaging, it could not be determined if the hair originated from the manufacturing plant or user environment. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. No other similar complaints were reported from the implicated lot. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
It was reported that bd nexiva foreign matter. The following information was provided by the initial reporter: hair in packaging and wrapped around the needle.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.